Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported postoperatively that the patient experienced st-elevation myocardial infarction (stemi) and emergency catherization had to be performed. It was noted that the rv lead exhibited poor sensing, under-sensing and no capture. Unipolar sensitivity was reprogrammed. The patient underwent a coronary artery bypass graft (CABG) procedure. It was confirmed during the (CABG) procedure the rv lead had dislodged and perforated. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.